Event description:
It was reported that the pt experienced an alleged hole in the tubing of the administration set. Blood was reported to have refluxed out of his hickman. The pt was not using the required anti-siphon valve on the administration set. The pt presented to the ER to be evaluated for possible blood loss. The pt was discharged with no medical intervention necessary. The device was discarded.